Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30176 (max air exceeded) alarm occurred on an amia automated pd system. This alarm occurred during drain three of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that there was a loose connection between the patient line of the amia pd cycler set and the transfer set, which resulted in a leak. Renal therapy services (rts) advised the patient to contact their nurse for assistance on completing therapy. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.